Manufacturer narrative:
Reliability analysis inspected 1 opened sensor and performed bicarbonate buffer test. Sensor passed with accurate readings. Also found sensor cannula split from cannula tubing. Sensor was unable to confirm in said condition due to customer returned senor opened.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was 207 mg/dl. The customer stated that she received calibration error and change sensor alert. The customer was advised to wait until her blood glucose levels are stable to calibrate. The customer was advised to monitor and call back if further assistance is needed.